Manufacturer narrative:
Exact date unknown, it was reported that the event occurred in the first days of (B)(6) 2020. Initial reporter state: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted polaris ultra ureteral stent was removed from the patient during a planned stent removal procedure performed in the first few days of (B)(6) 2020. The stent was implanted on (B)(6) 2019 with no issues reported during placement. According to the complainant, a polaris ultra ureteral stent was recovered with excessive calcification. It was retrieved entirely using a pair of forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Event description:
It was reported to boston scientific corporation that a previously implanted polaris ultra ureteral stent was removed from the patient during a planned stent removal procedure performed in the first few days of (B)(6) 2020. The stent was implanted on (B)(6) 2019 with no issues reported during placement. According to the complainant, a polaris ultra ureteral stent was recovered with excessive calcification. It was retrieved entirely using a pair of forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
Block b3, d7: exact date unknown, it was reported that the event occurred in the first days of (B)(6) 2020. Block e1: initial reporter state: (B)(6). Block h6: device code 1077 captures the reportable event of stent calcified. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the proximal and distal section (bladder and renal pigtail) were detached. The stent was stretched at the middle section; consequently, not confirming the reported complaint since no calcified section were identified. The suture string was not returned for analysis and the device shows residues. No other issues with the device were noted. The reported event was not confirmed. However, the stent was returned with residues, the middle section stretched, and the proximal and distal section detached. Therefore, it is possible that removing the stent with forceps and the calcification reported will produce difficulties during the stent removal, resulting in the stent to have stretched and pigtails to be detached. According to the analysis of the device returned the issues were known during the procedure, withdrawal/closure and no issues were reported by the user during the unpacking, preparation and introduction. Since the adverse event occurred during the procedure and the device had no influence on the event the most probably cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.